Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unspecified tissue injury (surgical procedure) associated with the suspected anterior leaflet tear would be due to the slda in conjunction with challenging patient anatomy (myxomatous and degenerative leaflets). The reported incomplete coaptation (intraprocedure) associated with the slda was due to challenging patient anatomy (myxomatous and degenerative leaflets). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a single leaflet device attachment (slda) with tissue injury. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with a thick, prolapsed posterior leaflet and myxomatous valve. An xtw clip was inserted and deployed on the mitral valve. However, after deployed, it was observed the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing tissue damage. It was noted mr slightly reduce to a grade of 4. The gradient increased to 6mmhg, but the physician was satisfied with the result and the procedure was discontinued. On (B)(6) 2023, mitral valve replacement was performed. No additional information was provided.